Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's ent 4k system was not working. The issue was identified during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the new results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, there were no new reportable malfunctions identified during the device evaluation. Based on the information obtained from this complaint and the investigation results, the cause of the problem could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's ent 4k system was not working. The issue was identified during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a cause could not be established. This issue is addressed in the instructions for use (IFU): caution regarding unexpected disappearance of endoscopic images or inability to unfreeze warning the following precautions should be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during an examination. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. -do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. There is a risk that the camera cable may break. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's ent 4k system was not working. The issue was identified during a routine inspection. There were no reports of patient harm.